Event description:
I have used poligrip and my hand start tingling and numbness from my left arm down to my finger. But I went to the doctor and they could not find anything. And then my heart starting beating fast when I lay down to sleep and I have to get up for a while. Dose or amount: 2 doses a day, frequency: everyday. Diagnosis or reason for use: denture. Event abated after use: yes. Event reappeared after reintroduction: yes.